Event description:
Atriclip flex-v device misfired during a coronary artery bypass x3 surgery with left atrial appendage ligation with atriclip. An atriclip 45mm was immediately obtained and used without further incident. No harm to patient.